Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported no power by button or by test strips, or by plug-in while using the adc reader. As a result, on (B)(6) 2022, the customer experienced vomiting, "due to acetone," and presented to the hospital where both fast and slow acting insulin injections, as well as sodium and potassium, was provided for treatment. No further treatment was reported. There was no report of death or permanent injury associated with this event.